Event description:
Note: this report pertains to the second of two devices that were used during the same procedure. Refer to associated manufacturer report # 3005099803-2010-01737 for a description of the first device. It was reported to boston scientific corporation that a solyx sis system was used during a stress urinary incontinence repair procedure. According to the complainant, during the first side of the procedure, the mesh carrier would not release from the shaft tip of the delivery device. The entire device was removed from the patient. The procedure was completed with a different device. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine".